Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the needle broke from the suture.

Manufacturer narrative:
Samples received: 49 unopened packs. Analysis and results: there is one previous complaint of the same batch. Manufactured and distributed (B)(4) units of this batch. There are no units in stock. Received 49 closed samples. Tested the needle attachment of the samples received and the results do not fulfil requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of b. Braun surgical, we conclude that the complaint is justified. Actions on distributed product of this reference/batch: replace this code/batch to the end customer. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.